Event description:
The customer reported that their analyzer would not power on then the analyzer started overheating when they installed new batteries. There were no allegations of patient/user harm. There were no allegations of incorrect results.

Manufacturer narrative:
The customer returned the analyzer for investigation. The customer analyzer had aged beyond use per the instructions in the user guide. Internal electrical damage consistent with improper battery installation was found during investigation of the returned analyzer. The customer allegation was duplicated during the initial inspection, however could not be duplicated upon additional subsequest inspections of the returned analyzer. It was determined that the internal electrical damage was the cause of the initial observation. It is known that improper insertion of batteries - in any device - may result in overheating, battery leakage, etc., which is stated in the labeling of most battery manufacturers.